Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited unacceptable impedance. The physician removed the lead and the suture sleeve was not attached. The suture sleeve is believed to be in the patients pulmonary vasculature. The lead was reimplanted and the lead values were within acceptable range. The patients condition post procedure was reported to be fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.